Manufacturer narrative:
This report is being submitted to report a device issue identified during routine maintenance/quality inspection of the device and investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ use the aw channel cleaning adapter to prevent clogging of the nozzle as below: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ physical evaluation of the device shows: foreign debris was found protruding from the air/water nozzle. Prior to technical evaluation, a leak check was completed; the instrument passed. The outlet pipe was blocked. Air channel flow/water flow failed. Water channel volume and water removal failed. An image taken during inspection shows a white rubber like material obstructing the air / water outlet nozzle. Conclusion the root cause of the event could not be conclusively identified. Based on investigation result, we presume the cause as below: ¿reprocessing at the facility differed from IFU recommendation, which made fibers from used clothes remain. ¿the facility staff was less trained in reprocessing and/or device handling according to IFU.

Event description:
It was discovered during routine maintenance/device quality inspection of an evis lucera elite colonovideoscope, there was a blockage protruding from the air/water nozzle. There was no patient contact/impact associated with this occurrence.